Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp shield would not detach. This occurred on 2 occasions. The following information was provided by the initial reporter: according to the customer's report (pharmacy), the patient could not detach the shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp shield would not detach. This occurred on 2 occasions. The following information was provided by the initial reporter: according to the customer's report (pharmacy), the patient could not detach the shield.